Manufacturer narrative:
Results and conclusion summation - prod performance engineering determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. The IFU states: "balloon pressure should not exceed the rbp. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization." A conclusive root cause could not be determined for the reported balloon rupture.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury, previously. Device issue: balloon rupture. It was reported that the powersail balloon catheter was used to pre-dilate a mid and distal lesions in the right coronary artery (rca). There were a total of four inflations done with the balloon catheter. The first and second inflation where done in the distal rca at 12 atm and 16 atm. Then, the third and the fourth inflation were done in the mid rca at 6 atm and 20 atm. The balloon ruptured during the fourth inflation at 20 atm, above rated burst pressure (rbp). Reportedly, there were no pt effects. No add'l event or pt info is available.